Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had to undergo surgical intervention to treat a hematoma caused by blood thinners. The hematoma developed after the cardiac resynchronization therapy defibrillator (crt-d) was implanted. The pocket was evacuated to resolve the issue. The crt-d remains in service. There were no additional adverse effects reported.